Event description:
Same case as MDR ID # 2134265-2013-00088. It was reported that during a percutaneous coronary intervention (pci) procedure, stent malapposition occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). The lesion diameter was less than 2.25mm and the lesion length was 20mm. A 2.25x20mm promus element plus stent was implanted in the lesion. The stent was post-dilated with a 2.5x15mm non-bsc balloon catheter. Post-ivus was completed with the atlantis sr pro2 imaging catheter. The imaging catheter became stuck in the stent during withdrawal as the stent might have been malapposed. An attempt to retrieve the imaging catheter was performed using two non-bsc micro-catheters. The attempt was unsuccessful and surgery was performed to retrieve the imaging catheter. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).